Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Devices remain implanted in patient.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one and a half (1.5) years post initial procedure, the patient presented with a type ia endoleak, thrombus at the sealing ring, and a type ii endoleak as detected per CT (computed tomography) scan. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type 1a endoleak, thrombus at the sealing ring and type ii endoleak (non-device related) were confirmed. Additionally, clinical assessment determined that there was evidence to reasonable suggest a sac growth occurred that was not included in the event as reported. The sac growth was discovered on (B)(6) 2020 during review of the 18month post implant computerized tomography (CT) scan. Device, user, procedure or anatomy relatedness of the type 1a endoleak and thrombus at the sealing ring could not be determined due a lack of post 1 month follow-up CT study. The contributing factors for the sac growth were most likely the type 1a and type ii endoleak. The procedure related harms identified were type ii from lumbar artery. The final patient status was not reported. The device remains implanted; therefore, a device evaluation cannot be completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: b5: describe event or problem - updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately one and a half (1.5) years post initial procedure, the patient presented with a type ia endoleak, thrombus at the sealing ring, and a type ii endoleak (non-device related) as detected per CT (computed tomography) scan. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonable suggest a sac growth occurred that was not included in the event as reported.